Manufacturer narrative:
Date of birth - birth year was 1958. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device was used for femoral artery closure. After they inserted the sheath into the puncture, they planned to pull out the locator and set the closure device. The closure device was difficult to push and was found kinked. They stopped the use of the device and changed to a new angio-seal from the same size. The following procedure went on well and no harm was found on the patient. The patient was in stable condition. There was no patient injury/medical or surgical intervention required. Additional information was received on 06feb2020. A7fr procedural sheath size used. A pre-deployment angiogram was performed. The arteriotomy locater was found to be kinked when advancing. A kink was observed at the end. Additional information was received on 07feb2020. The procedure prior to the used of the angio-seal was a peripheral intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.